Event description:
The customer reported to olympus that the liquid transfer pump of the endoscope reprocessor was malfunctioning. The event occurred during repair. It was noted that it was possible that a scope was washed in a bad condition and used on the patient, however, it could not be confirmed. There was no harm or user injury reported due to the event. Patient identifiers: (B)(6) (rhino-laryngo videoscope, model: enf-v3, serial: (B)(6)), (B)(6) (rhino-laryngo videoscope: model: enf-vh, serial: (B)(6)), (B)(6) (rhino-laryngo videoscope: model: enf-vh serial: (B)(6)), (B)(6) (rhino-laryngo videoscope: model: enf-vh, serial: (B)(6)) and (B)(6) (rhino-laryngo videoscope: model: enf-vt2, serial: (B)(6)) capture the scopes that were potentially reprocessed incorrectly.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation and/or investigation. Device investigation was completed with the available information. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that since the harness of the fluid flushing pump was broken, or a high voltage was temporarily applied, the motor in the pump failed to work. Olympus will continue to monitor the field performance of this device.